Event description:
On a call 2/5/97, the crew found a 36 year old male pt sitting in respiratory and cardiac arrest. Pt received CPR, was bagged and shocked. The machine indicated "no shock" for the first assessment. Then it charged and indicated the pt was shocked two times, but there was no muscle contraction, movement or reponse from the pt. Pt was pronounced by telemetry on the scene.